Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. An exact root cause could not be identified. However, based on the results of the investigation, it is believed that the reported event occurred due to one of the following: the patient board set was accidentally broken, and the camera did not recognize. The specific product was not manufactured with the current countermeasures, so there is a possibility that an image failure occurred due to a failure of the operational amplifier on the dr board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A faulty patient board set was causing no image to appear with the 180 scopes. Additionally, the video connector latch was worn out and causing a poor connection with the pigtail. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera iii video system center experienced an issue while in use. According to the initial reporter, the image processor was not detecting the camera/scope. There was no patient harm or consequence reported as a result of this event.